Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 26 mmol/l (468 mg/dl). The patient¿s spouse called to report a serious medical event. The patient was not wearing the pod as they were unable to activate any pods. All activation attempts failed due to a communication error. Because no pod could be activated, the patient did not receive insulin, and their blood glucose level increased. The patient¿s symptoms included nausea, shaking, and loss of vision. Due to the severity of their condition, 911 was called and the patient was taken to the hospital on (B)(6) 2026. The patient was diagnosed with diabetic ketoacidosis caused by a lack of insulin. The patient was treated with an intravenous insulin drip. At the time of the call, the patient was still hospitalized and had not yet been discharged. The patient¿s spouse was unable to provide full details about the activation steps taken but stated they believe the personal diabetes manager (pdm) was the issue and have requested replacement of the pdm. During a follow up with the patient¿s spouse, they confirmed that the treating physician was dr. (B)(6) and that the patient was discharged from the hospital on friday, on (B)(6) 2026, at 5:00 pm. The spouse also stated that the pods involved in the incident were not kept and were already discarded, therefore no lot, sequence, or serial number information can be retrieved. The patient did not have the old pdm in their possession.